Event description:
It was reported that the product has been broken after a few cases.

Event description:
It was reported that the product has been broken after a few cases.

Manufacturer narrative:
The returned device confirmed the reported event of tunnel notcher breakage. Some potential root causes for failure are design, process, and application. Inadequate design is a potential cause for this failure however this is unlikely as there has only been 1 reported complaint of tunnel notcher failure since the product was launched in 2002. Processing errors are a potential cause, however this is also unlikely as the lot was accepted without rejection and incoming inspection is performed. The most likely root cause for the potential failure is application of the device in that the user may have been applying forces incorrectly or forces that forces were applied that were beyond what would normally be experienced in a surgical setting by this device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.